Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the handset was not working because, out of every 10-15 times of trying to get a bolus, it wouldn't go through but maybe once. The patient stated that the handset was stopping at 90%. The patient stated that they had just successfully delivered a bolus a few minutes ago. The agent reviewed the issue with the handset lagging at 90% and guided the patient through clearing the handset data. The agent then had the patient connect to the pump, and the patient was able to connect to the pump without any lag or issues.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated their my personal therapy manager (myptm), clarified handset, was not working and had been getting worse and worse. The patient stated they had seen a manufacturer representative (rep) and they went through everything, so the patient was told to call medtronic to request a replacement handset and see if it could be overnighted. When the agent inquired event date, the patient stated ever since they got this new pump remote, so whenever they got it new, and did not provide further information. The patient later stated it had been a couple of weeks where they had been unable to use it more than a couple of times due to this issue, and they were programmed to be able to have 6 boluses per day. When the agent inquired notify date, the patient stated a few weeks ago, and then stated they just went back in for a pump refill so the rep looked at it again. The patient stated they would bolus, and the handset would get to like 80% and just stopped and wouldn't finish loading. The agent reviewed and the patient may call back to clear data but patient stated it had already been reprogrammed and they had already gone through all these steps. The patient agreed to obtain handset and call patient services back to clear data. The agent emailed the field to provide an update.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.